Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Device not returned the complaint could not be confirmed because no device was returned for analysis. The device history records were reviewed and the manufacturing criteria was met prior to the release of the batches included in this lot.

Manufacturer narrative:
(B)(4). The analysis results found that the devices (a, b, c and d) were returned in good visual condition. Upon evaluation of the devices, the duckbills were found to be slightly open at the slit. A leak test was performed and each device was noted to leak during insertion and removal of the test probe through the devices. As each device is visually inspected and functionally tested during the manufacturing process, no conclusion could be reached as to what might have caused the reported event. However, an investigation has been initiated to address the potential root cause of the insufflations issues. The batch records were reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic gastrectomy procedure, air leaked from the valve of 4 devices when forceps and gauze were inserted and removed. After the devices were replaced to four other devices of different lot number, air did not leak any more. There were no adverse consequences for the patient.